Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 814714. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI): (B)(4). A review of the manufacturing documentation for these devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The explanted devices were disposed by the medical facility. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. The IFU states that possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. The explanted devices were returned for analysis. As such, physical analysis has not been conducted in our laboratory. However, a labelling review found that the reported event of paralysis is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that following the spinal cord stimulator (scs) implant procedure, the patient developed significantly elevated blood pressure during the immediate post operative period. The physician believes this prolonged hypertension may have contributed to the development of an embolism. The patient subsequently experienced symptoms of paralysis in their legs, remained hospitalized, and the scs system was removed. The patient has since been discharged and is expected to make a full recovery. The explanted devices will not be returned as they were disposed by the medical facility. Additional information was received that the patient had an epidural hematoma and that the patient is doing better since the scs system was removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 814714, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that following the spinal cord stimulator (scs) implant procedure, the patient developed significantly elevated blood pressure during the immediate post-operative period. The physician believes this prolonged hypertension may have contributed to the development of an embolism. The patient subsequently experienced symptoms of paralysis in their legs, remained hospitalized, and the scs system was removed. The patient has since been discharged and is expected to make a full recovery. The explanted devices will not be returned as they were disposed by the medical facility.